Event description:
Medline latex foleys used on our patients.A catheter was unable to be deflated. Attempted to deflate with syringe, by cutting the catheter port or by passing a wire into the balloon to deflate the balloon without success by RN and Doctor. Patient will need to come back to the office after getting additional supplies to try to dissolve the balloon with Mineral oil. If this does not work, the patient will need to go to the operating room to remove the catheter.Patient presented to Office on \[redacted]" and balloon was still not able to dissolve. Going to operating room on \[redacted]"-5 days later.